Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309632. Batch#: 3324994. It was reported that the bd syringe 5ml ll w/ndl 21x1 rb had a scale marking issue. The following information was provided by the initial reporter: it was reported by the customer that 3 syringes from this lot have black mark that goes all around the syringe. Appears to be on the outside of the syringes. Verbatim: rcc received a complaint via email. Email(s) attached. 3 syringes from this lot have black mark that goes all around the syringe. Appears to be on the outside of the syringes. Product#: 309632, lot#: 3324994. Customer response: 1.date of event: 09/10/2024. 2.the site no longer has the 5ml syringes. 3.no adverse events of serious injury reported to patient of healthcare professionals.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Two photos were provided to our quality team for investigation. One photo show two loose syringe with one large ink dot on each of the barrels, and the other photo shows one packaged syringe with one large ink dot on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. These defects are occurring below an expected rate, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3324994. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.